Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient presented with glans pain. The doctor inflated and examined the inflatable penile prosthesis (ipp), the right cylinder was expanding laterally. An erosion was diagnosed. The right cylinder was removed and the tubing from the pump was plugged, leaving the patient with one cylinder, the reservoir and the pump. A full recovery is expected.